Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) messaged indicating maintenance is required has been displayed. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and error codes 80,78, indicating the cause of the maintenance is required message, were recorded. This was examined carefully based on the information in the service manual revision r, but was not reproducible, so the device has been returned to the hospital.